Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor was selected for implant using an unknown sized flexnav delivery system. During the procedure, the valve was able to be implanted. At an unknown time, the valve migrated at a depth of 11mm deeper. The patient's current status was unknown.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration could not be determined. It is possible due to procedural conditions or patient's anatomy; however, this cannot be confirmed. The reported unexpected medical intervention and hospitalization was a result of case-specific circumstances as post-implant balloon aortic valvuloplasty (post-bav) was performed and patient required hospitalization. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4580; health effect- impact code: 4648.

Event description:
It was reported that on 26 march 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient had a prior medical history of having implanted with a permanent pacemaker and a horizontal anatomy with an aortic valve angle of 67 degrees. Prior to procedure, gradient was measured to be 10-20 mmhg. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). No paravalvular leak (pvl) was noted with a post-gradient measuring as 3mmhg. No adverse health consequences were reported. The patient was discharged. At an unknown time, the valve migrated at a depth of 11mm deeper. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 23mm, non-abbott balloon; however, the timing of this intervention was unknown at the time of this report. The patient's current status was unknown.